Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit was unable to provide power to the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (serial number: (B)(6) not being able to provide power to the system controller was unable to be confirmed through this analysis. No log files were submitted for review and while the product was returned, additional information provided that the product was lost at the service depot and thus unable to be evaluated. The root cause for the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the mobile power unit (serial number (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section e, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Cl not sent, product not returned.